Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient's attorney alleges recurrent pneumonia. No medical intervention/treatment was reported. No further clinical details were reported. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury, as defined in 21 cfr 803.3(w). The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer for evaluation.